Manufacturer narrative:
The reported malfunction was observed and attributed to loose battery lugs. The battery lugs were tightened to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to charge to set energy. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction.